Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2009 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02598. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following mesh insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2011 due to erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent repair of stress urinary incontinence, repair of cystocele and rectocele with graft or prosthesis and sling operation on (B)(6) 2009 .